Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor connector contact. A root cause could not be identified. Based on the investigation results, the reported issue was not reproduced, and no problem was detected. The additional issue was traced to component failure. It is assumed that the corrosion of the connector caused the video output not to function correctly, resulting in "image cutoff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e226 error occurred. The issue was found during set up of device. There were no reports of patient involvement.